Event description:
Code called. No flow noted. Stent appeared to have sealed perforation. It was delivered and deployed without problems, however the rupture ultimately proved fatal. Patient deceased.